Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while recently reconnecting their ilet pump after working with a trainer to adjust the target zone and sought education on reading algorithm history; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included elevated blood glucose with a reported maximum of 346 mg/dl and feeling okay. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included a review of device use and algorithm history with user education. Investigation of this case revealed no device malfunction, and the event was attributed to hyperglycemia of unclear cause occurring around the time of reconnection, not related to device failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.